Manufacturer narrative:
The age and weight of the pt were not provided by the hospital. A review of the related service dispatches reveals no evidence of any system malfunction that could have contributed to the pt warming. In addition, quarterly preventative maintenance was performed by ge field engineering, and it was concluded that the mr system was performing per specification. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of pt warming.

Event description:
It was reported through a legal summons that a pt sustained severe burns to her left forearm during an mr scan on (B)(6) 2009. Per the MRI manager at the site, padding was not provided to prevent skin to skin contact and looping. The pt was in contact with the bore. No further details have been provided regarding the severity of the pt's injury or if any medical treatment was provided.